Event description:
It was reported by the rep that the (1) er320 was used during an unk procedure. It was reported that the device had two clips coming out at the same time. There was no consequence to the pt.